Event description:
Reportable based upon analysis completed on (B)(6) 2012. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, difficulty crossing the target lesion occurred. A 7.0x60x135 cm express ld vascular stent delivery system (sds) encountered difficulty crossing the target lesion. The express ld vascular sds was removed and the procedure was not completed. No patient complications were reported. Additional information has been requested and is not available. Returned product analysis revealed damaged stent. The product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned device revealed that the shaft of the stent delivery system was kinked 515mm from the distal end of the strain relief. The stent was returned crimped onto the balloon of the stent delivery system and the stent/balloon was kinked 47mm from the distal tip. The stent was damaged due to the kink, however no other damage to the stent was noted. There was no damage noted to the distal tip. No further damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).